Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user error (inaccurate reference).

Event description:
Consumer complaint of blood result reading of "hi." Performed back to back blood tests, hi and hi. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/07/2014).